Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: b7.

Manufacturer narrative:
Patient codes: 2330,1685,2687,1970,2144,1858,2191,2601, 3189 - surgical intervention,3191 - mesh migration. It was reported that the patient had a removal surgery on (B)(6) 2019. It was reported that following the procedure the patient experienced hernia recurrence, bowel obstruction, adhesion, discomfort, abdominal pain, mesh migration, nausea, vomiting, fevers, chills and abdominal distention.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and two meshes were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.